Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reported criteria going forward. The reported output anomaly was confirmed via laboratory. Analysis found the output circuit damaged on the device. The low voltage functionality was tested on the bench and using automated testing equipment. All of the low voltage test specifications were normal. The cause of the hv output circuit damage and the hight pacing lead impedance could be due to the lead.

Event description:
It was reported that possible output circuit damage was found. Pacing lead impedance was high. High voltage impedance was low. System was explanted and replaced.